Manufacturer narrative:
Block d2b: additional pro code qon. Block g4: additional premarket / 510 (k) p190006.

Event description:
It was reported that the physician had the sheath in the foramen, but was not receiving the desired results when the lead was introduced, so it was discussed to try a new needle placement. The physician said to take the sheath out, but wanted to keep it as a backup. The physician proceeded to put a new needle in the same foramen as the sheath. Once the desired results were achieved with that needle, the physician then pulled out the sheath. In doing so, they realized that the needle had punctured the existing sheath in the foramen and had trapped part of the sheath under the needle. They removed the needle to see if they could retrieve the sheath segment containing the radiopaque marker. The physician tried to retrieve the sheath but was unsuccessful. There were no patient complications.